Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: stent: 2.5x15 rx xience alpine; 2.0x8 mini vision rx. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 22 may 2017, a 2.25x12 rx xience alpine drug-eluting stent (des), a 2.5x15 rx xience alpine des, and a 2.0x8 rx mini vision bare metal stent was each implanted for treatment of an unspecified vessel. On (B)(6) 2017, the patient was rehospitalized due to diabetic ketoacidosis and other unspecified cardiovascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.